Event description:
It was reported that a physician not trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred, the device was removed from the patient's anatomy and manual compression was applied for an unspecified period of time to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4) - operator not trained, patient selection (calcified artery).